Event description:
It was reported that the patient's implantable neurostimulator (ins) and lead were removed, approximately about a week after the original implant, due to an infection. The reporter indicated that the location of the infection was the pocket site but was not a 100% sure if a culture was done. The patient was implanted with a new ins and was doing fine with it as well as receiving therapy.

Manufacturer narrative:
Product ID, 3889-28 lot# va005s0, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).